Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned to the manufacturer.

Event description:
It was reported that patient's left hip was revised after reportedly having 3 dislocations (dates unknown). Patient was revised to a trident constrained liner and a new lfit v40 head.